Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. However, the pump was unable to prime during the prime test due to a faulty force sensor. No motor error or no delivery alarms were noted. The motor passed the motor test. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.